Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2022, there was a chip in the resin material of the product at the time of inspection when the product was delivered to the hospital. This event occurred on the day before surgery, and the sales representative re-arranged the product. On (B)(6), 2022, the patient underwent open reduction internal fixation for fracture of the distal radius. The surgery was completed with no delay. Upon manufacturer investigation, it was determined that the device was broken. This report is for a soft tissue attchmt/j-shaped f/bone reduction forceps. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Par: 03.111.751, lot: 102627. Manufacturing site: (B)(4). Release to warehouse date: november 03, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that soft tiss attach j-shap f/reduc forceps had a part of the connection feature broken. The fragment was returned for analysis. No other issues were identified during examination of the piece. A dimensional inspection for the soft tiss attach j-shap f/reduc forcepsand was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the soft tiss attach j-shap f/reduc forceps would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: soft tissue attachment j-shapped f/redu weichteilaufsatz j-forming f/repositionszange soft tissue bone reductions forceps. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.